Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colon procedure, the blade tip broke during cleaning. Another device used to complete the procedure. No pt consequence.